Event description:
Customer noted unusually long pt coagulation times with the last few pt samples of a run. These long times were reported and treatment course was altered for two pts. One pt had been scheduled for surgery. However, based on the results of coagulation testing the surgery was cancelled. Another pt was receiving heparin therapy while in ICU. Based upon the results of coagulation testing, heparin was discontinued for a short period of time and resumed. The instrument functioned as described in the labeling. However, laboratory personnel did not heed error code messages and reported results inappropriately. After reviewing instrument output it appears the instrument was operating with insufficient reagent due to air bubbles or insufficient reagent volume.